Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_cath, serial# unknown, implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 20 mg/ml morphine at an unknown dose via an implantable pump for an unknown indication for use. It was reported that the patient went in for a regular pump replacement. The doctor was unable to aspirate from either the catheter access port or directly from the catheter. It was also noted the surgeon could not clear the catheter. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The patient's pump and catheter were subsequently explanted and the surgeon did not believe it was safe to place the new catheter retrograde as the patient had gunshot shrapnel in the lumbar region. The patient's first catheter had been placed retrograde and it was not thought it would be safe to do so again. The case was then abandoned due to the inability to aspirate and replace the catheter. The event was noted to be resolved and the patient's status was listed as "alive - no injury". No further issues were reported or anticipated.